Event description:
On (B)(6) 2012, the pt underwent treatment of a traumatic transection with a conformable gore tag thoracic endoprosthesis. It was reported that the right external iliac artery measured 6-7 mm, and the physician had difficulty advancing a gore dryseal sheath into the common iliac arteries. The ctag was advanced outside of the sheath into position and was deployed with no issue. It was reported there was resistance upon removing the sheath from the pt. The sheath was also reportedly removed without the dilator in place, and as a result, the distal tip of the sheath infolded in on itself. This infolding in the sheath reportedly tore the intima of the right external iliac artery. The right external iliac tear was repaired with a self-expanding stent. The transection and tear were both excluded at the end of the procedure, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this log met all pre-release specifications.